Event description:
It was reported via the repair unit that the bur was broken inside the attachment. It was also reported that back up equipment was available to complete the procedure. It was further reported that there was no medical intervention or adverse consequences as a result of this event.

Manufacturer narrative:
The bur subject to this investigation was not returned to the MFR for eval; however the repair unit in kalamazoo assessed the bur and attachment. It was visually confirmed that the bur was broken along the shank. The returned bur was measured where possible and all critical specs were met. Lot number info has not been provided to permit further investigation. The root cause is undetermined. The attachment associated with this MDR is as follows; part number: 5100120922, lot number: 11005.